Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room with complaints of weakness and fatigue. A remote monitoring transmission indicated that the patient was in atrial tachycardia/atrial fibrillation episode. Intermittent atrial undersensing was noted on a stored episode. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.